Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse proactively replaced a valve in the fluidics drawer. Quality controls were run, resulting within range. The cse also replaced a 2 and 3 way valves and a fluidics control board due to errors. Quality controls were run again, resulting within range. The cause of the discordant, (B)(6) is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result above the cutoff for mandatory confirmation testing and a discordant, (B)(6) result were obtained on one patient sample on an advia centaur instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated in duplicate on the same instrument, without change. A new sample obtained was tested on the same instrument, resulting (B)(6). The original sample was then repeated from a pour off tube on the same instrument, resulting (B)(6). It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.